Manufacturer narrative:
Bayer case number: (B)(4). Itching in the lower abdomen [localised itching], tiredness [tiredness], thyroid disorders [thyroid disorder], muscle and joint pain [arthromyalgia], headaches [headache], mood disorders [mood disorder], depressed [depression], pain in lower limb [pain in leg], tingling in the lower limb [paresthesia lower limb], dry eyes [dry eyes], runny nose [runny nose], cold extremities [cold extremities], osteoarticular pain [osteoarticular pain], knee pain [knee pain], severe pain [pelvic pain female]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 15-sep-2025. The most recent information was received on 25-feb-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of pruritus ("itching in the lower abdomen") in an adult female patient who had essure inserted (lot no. D46955) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, amenorrhoea, caesarean section, premature rupture of membranes and parity 3 ((B)(6) 2003, (B)(6) 2006 and (B)(6) 2010 respectively). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced pruritus (seriousness criterion intervention required), fatigue ("tiredness"), thyroid disorder ("thyroid disorders"), arthromyalgia ("muscle and joint pain"), headache ("headaches"), affective disorder ("mood disorders"), depression ("depressed"), pain in extremity ("pain in lower limb"), paraesthesia ("tingling in the lower limb"), dry eye ("dry eyes"), rhinorrhoea ("runny nose"), peripheral coldness ("cold extremities"), osteoarticular pain ("osteoarticular pain"), knee pain ("knee pain") and pelvic pain ("severe pain"). The patient was treated with surgery (laparoscopic conservative total hysterectomy). At the time of the report, the fatigue had not resolved. The outcomes for pruritus, thyroid disorder, arthromyalgia, headache, affective disorder, depression, pain in extremity, paraesthesia, dry eye, rhinorrhoea, peripheral coldness, osteoarticular pain, knee pain and pelvic pain were unknown. No causality assessment was received for essure with regard to fatigue, thyroid disorder, arthromyalgia, headache, affective disorder, depression, pruritus, pain in extremity, paraesthesia, dry eye, rhinorrhoea, peripheral coldness, osteoarticular pain, knee pain or pelvic pain. The reporter commented: the surgical report noted: easy placement of the implant on the right with 6 turns of the coil intrauterine and easy placement of the infra-tubal device on the left with 3 turns of the coil intrauterine. The duration of the procedure was specified as 3 minutes, with no bleeding and no incidents. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Blood thyroid stimulating hormone] on (B)(6) 2017: 0.04; on (B)(6) 2017: 0.34; on (B)(6) 2017: 1.02 [magnetic resonance imaging] on (B)(6) 2022: once again, there was no diagnosis that could explain the pain with any precision [ultrasound thyroid] on (B)(6) 2017: thyroid gland of normal size with five subcentimetre nodular formations, one of which was cystic at the base, classified as tirad-2, the others being hypoechoic and mixed, classified as tirad-3. No cervical lymphadenopathy.; on (B)(6) 2019: showed no goitre. Persistence of two subcentimetre right lobe nodules, grade 2 according to the ti-rads classification, not requiring further monitoring at this stage.; (date unknown): without a diagnosis [x-ray] on (B)(6) 2018: without a report explaining the cause of the pain; on (B)(6) 2019: right knee from the front and side was performed, without a confirmatory diagnosis. Batch number: d46955, expiry date: 28-jan-2018, manufacturing date:12-jan-2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-feb-2026: medical record received. New event pelvic pain female, knee pain & osteoarticular pain were added. Lab data, medical history, lab data, additional reporter & patients date of birth added. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Itching in the lower abdomen [localised itching]. Tiredness [tiredness]. Thyroid disorders [thyroid disorder]. Muscle and joint pain [arthromyalgia]. Headaches [headache]. Mood disorders [mood disorder]. Depressed [depression]. Pain in lower limb [pain in leg]. Tingling in the lower limb [paresthesia lower limb]. Dry eyes [dry eyes]. Runny nose [runny nose]. Cold extremities [cold extremities]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("itching in the lower abdomen") in an adult female patient who had essure inserted (lot no: d46955) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pruritus (seriousness criterion intervention required), fatigue ("tiredness"), thyroid disorder ("thyroid disorders"), arthralgia ("muscle and joint pain"), headache ("headaches"), affective disorder ("mood disorders"), depression ("depressed"), pain in extremity ("pain in lower limb"), paraesthesia ("tingling in the lower limb"), dry eye ("dry eyes"), rhinorrhoea ("runny nose") and peripheral coldness ("cold extremities"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, thyroid disorder, arthralgia, headache, affective disorder, depression, pruritus, pain in extremity, paraesthesia, dry eye, rhinorrhoea or peripheral coldness. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) itching in the lower abdomen [localised itching] , tiredness [tiredness] , thyroid disorders [thyroid disorder] , muscle and joint pain [arthromyalgia] , headaches [headache] , mood disorders [mood disorder] , depressed [depression] , pain in lower limb [pain in leg] , tingling in the lower limb [paresthesia lower limb] , dry eyes [dry eyes] , runny nose [runny nose], cold extremities [cold extremities] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-sep-2025. The most recent information was received on 22-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("itching in the lower abdomen") in an adult female patient who had essure inserted (lot no. D46955) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pruritus (seriousness criterion intervention required), fatigue ("tiredness"), thyroid disorder ("thyroid disorders"), arthralgia ("muscle and joint pain"), headache ("headaches"), affective disorder ("mood disorders"), depression ("depressed"), pain in extremity ("pain in lower limb"), paraesthesia ("tingling in the lower limb"), dry eye ("dry eyes"), rhinorrhoea ("runny nose") and peripheral coldness ("cold extremities"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, thyroid disorder, arthralgia, headache, affective disorder, depression, pruritus, pain in extremity, paraesthesia, dry eye, rhinorrhoea or peripheral coldness. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Batch d46955, expiry date:28-jan-2018, manufacturing date:12-jan-2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.